Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump alarmed for a system error, code 255-16-275, during an infusion of fentanyl and propofol. The patient's blood pressure decreased to 60 mmhg for approximately 1 minute while the infusion was moved to another pump module. The blood pressure subsequently increased back to previous (unspecified) values. No long-term patient harm was reported.

Manufacturer narrative:
The reported system error code 255-16-275 could not be confirmed from the logs because it is a pc unit display-only message. However, error code 800.8000.0 was confirmed in the logs to have occurred during an infusion of fentanyl and propofol, at the reported time the error occurred. When the error occurs, the pcu alarms and displays system error on the main screen, accompanied by a blinking red arrow. The message ¿communication error¿ scrolls on all attached modules; any infusions in progress continue to infuse, however they cannot be edited. Functional testing was performed by replicating the exact keypresses in the logs (door opened while actively infusing, door closed, restart key pressed, and channel select key pressed); the 800.8000 error condition that resulted in error code 255-16-275 could not be recreated. However, when a similar sequence of keypresses was performed, the errors 800.8000 (log only) and 255-16-275 (pc unit display only) were re-created.